Manufacturer narrative:
G2: citation: authors: rawan alghamdi, et al.. Five-year outcomes of tricuspid valve repair versus replacement; a propensity score-matched analysis. Asian cardiovascular & thoracic annals 31(5) 413¿420 2023. 10.1177/02184923231176508 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a five-year outcomes of tricuspid valve repair versus replacement; a propensity score-matched analysis. The study population included 1161 patients with a mean age of 57 years who were predominantly females. Multiple manufacturer¿s devices were implanted in the study population; 35 patients were implanted with a medtronic duran annuloplasty band, 4 patients with medtronic contour 3-d annuloplasty product, 9 patients with medtronic tri-ad annuloplasty product and 1 patient with medtronic simplici-t annuloplasty product. Patient deaths occurred in the study population; the causes of death were cardiac, infection, bleeding, stroke, renal failure and massive intravascular thrombosis because of vasculopathy. However, there was no statement establishing a causal or contributory relationship between medtronic products and the deaths. Among all tricuspid valve repair patients, adverse events included: moderate to severe tricuspid regurgitation, bleeding, heart failure rehospitalization and surgical tricuspid valve reintervention. No further information was provided pertaining to medtronic products.